Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a keypad anomaly. Customer's blood glucose was 126 mg/dl. Down button had intermittent response. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the leak test. The pump was received with intermittent buttons. The problem was isolated to the keypad assembly. The pump was received with the keypad connector properly connected. No damage or moisture damage on the keypad assembly was noted. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.